Event description:
Product reference number: 2017865-2025-00214. It was reported that the patient presented at the clinic due to twiddler syndrome, which caused the right ventricular (rv) and right atrial (ra) leads to be dislodged from their implanted positions. Additional surgery was required to explant and replace both leads. The procedure was successful, and the patient was stable.